Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate therapy due to oversensing with double-counting during a slow ventricular tachycardia (vt) which was detected as a ventricular fibrillation (vf). It was further reported a lead warning was triggered due to high rate nonsustained events and an elevated sensing integrity counter (sic). Attempts were made to reprogram the implantable cardioverter defibrillator (ICD) to avoid the double-counting which was unsuccessful. The right ventricular (rv) lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was explanted and replaced for the sensing/detection problem and premature battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.